Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported three patients with endophthalmitis. A black foreign material was noted coming out of the ultrasound handpiece and the irrigation/aspiration handpiece. The surgeon is not sure if this is the cause of the endophthalmitis. This is one of multiple reports from this facility

Manufacturer narrative:
Additional information has been provided in h.6. And h10. A sample was not received at the manufacturing site for evaluation for the report of endophthalmitis, fibrin and black foreign material came out of the handpiece; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating this was the fourth case of the day. The patient developed fibrin. No additional medical or surgical intervention was required. The patients symptoms have resolved. A bacterial test was not performed. The sleeve was detached from the handpiece. Residue was cleaned off by brush. The irrigation/vacuum line were cleaned and brushed using syringe with distilled water. Handpiece was sterilized in the autoclave.